Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the patient's tissue was not sealed with the vessel sealer instrument. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the vessel sealer instrument was not sealing properly. On (B)(6) 2016, intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, at the beginning of the case the surgeon was using the vessel sealer instrument to seal the patient's infundibulopelvic ligament(ip) and uterine vessels when it was observed that there was no energy being applied to the patient's tissue. The surgeon tried to seal the patient's tissue a couple of more times; however, the issue recurred. The vessel sealer instrument was removed and a replacement vessel sealer instrument was installed; however, during use of the replacement instrument, it faulted with the error message indicating that the instrument's blade was exposed. A 2nd replacement vessel sealer instrument was installed to complete the planned surgical procedure. The csr indicated that the patient's vessels were not calcified and the patient had not undergone any previous radiation or chemotherapy treatments. During the sealing cycle of the initial vessel sealer instrument, the audible tones occurred. The tone denoting the end of the sealing cycle was also heard. There was no patient harm, adverse outcome or injury due to the sealing issue.